Event description:
The rptr stated that they did meter to lab comparison tests. Their results were 171 mg/dl on their meter, and 133 mg/dl on the lab test. The tests were both from venous samples, minutes apart. They did not have any symptoms. Reporter did not wish to complete troubleshooting, and control solution testing was not done due to unavailability of supplies. On followup, the rptr confirmed the test info above, and mentioned that they are on coumadin. No harm was alleged.